Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a transjugular intrahepatic portosystemic shunt (tips) revision using ruby coils. During the procedure, while a ruby coil was being retracted back into another manufacturer's microcatheter, it unintentionally detached within the microcatheter. The ruby coil was removed and the procedure was successfully completed using shorter length ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.